Event description:
A discordant, falsely low calcium (ca) result was obtained on one patient sample on a dimension vista 1500 instrument. The discordant result was not reported to the physician(s). The patient sample was repeated on the same instrument, which resulted higher. The repeat result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant ca result.

Manufacturer narrative:
The siemens customer care center (ccc) was contacted by the customer. After instrument data evaluation, the ccc verified that there was no indication of calcium contamination, weak sample mixing or reagent delivery issues. The cause of the discordant calcium result is unknown. The customer successfully repeated the test, which was processed from the primary tube and manually submitted to the instrument. The instrument is performing within specifications. Further evaluation of the device is not required.